Manufacturer narrative:
Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced tremors in bilateral arms and left leg. Signs and symptoms included bilateral arms and left leg shake and bilateral hand tremors with bilateral hands shake. This was new illness, injury. Interventions included clonazepam 1 mg tid. The patient started medication then stopped and restarted. They take at night due to tiredness, makes the patient sleep. The patient will take 1-2 per day if she does not leave the house. The patient outcome was noted as ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).